Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer under warranty and not field serviceable. Physio-control recommended that the device be permanently removed from service and that a replacement unit be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device did not appear to power on when the on/off button was pressed. The customer advised that they made multiple attempts to power the device on, but each time the readiness indicator screen did not change/flash as though it was attempting to power on, and there were no voice prompts heard from the device. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.